Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving lioresal, unknown concentration at unknown dose via intrathecal drug delivery pump for intractable spasticity. It was reported that pump was not fill correctly. Patient was still rigid and not getting full benefit of intrathecal baclofen. The hcp was instructed to remove drug and refill pump because of potential dilution of initial refill in operation room. The environmental/external/patient factors that may have led or contributed to the issue was that during initial fill of pump, water could have been left inside, diluting new drug that was put in. The hcp made the rep aware of patient condition. The hcp was informed to remove drug from pump and refill with new drug. At the time of this report, it was unknown if the issue was resolved and patient status was alive- no injury. No further complications were reported.